Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of unchanged mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets and clip entanglement in the chordae appear to be related to patient morphology/pathology. The reported unchanged mr was likely a result of patient/procedural conditions, as the mr remained at grade 4 after the clip was implanted on both leaflets. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other device referenced is filed under a separate medwatch report.

Event description:
This event is filed for clip (60624u254) entanglement, requiring deployment of the clip, which is considered intervention to prevent serious injury. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. Patient anatomy included a tethered posterior mitral valve leaflet and large left and right atrium as a result of a previous heart transplant. The first grasp with the clip (60609u113) was medial and resulted in an increase in mitral regurgitation (mr). Grasping was difficulty and each time the clip was repositioned, the mr worsened. The decision was made not to implant the clip. The clip was removed and a small chordal rupture was noted. It was noted that the increase mr remained and the decision was made to attempt clip implantation again. The clip (60624u254) was unable to grasp the leaflet and reduce the mr, so the decision was made to abort the procedure. The clip was noted to be caught in the chords and could not be removed. The clip was deployed extremely lateral, with good insertion of both leaflets and the chord; however, the mr remained unchanged. No additional information was provided.